Event description:
Information from intl. Clinical trial database. Right a2 thrombus formation post aneurysm embolization due to compression from coil loop protrusion. Deployment of a neuroform3 3x15 stent in left a1 to acoma to right a2 and post-stenting balloon dilatation with a hyperglide 4x10 balloon resulted in retraction of coil loops and resolution of thrombi. Extra heparin given intraproceduraly and our standard antithrombotic and antiplatelet protocol was initiated. 10 days post procedure, ventricoloencephalitis due to external ventricular drainage multiple recurrent csf drain and shunt infections since the first days after the bleeding that led ventriculeoncephalitis and finally to the patient's death many months later (2007). Coils used: model number: x-9-18-t10-tc, x-10-20-t10-tc, x-8-16-t10-tc, x-2-6-t10-hss, x-6-20-t10-hss, x-2-4-t10-hss, x-2-6-t10-hss, x-2-3-t10-hss, x-3-6-t10-hss, x-3-8-t10-hss, x-6-12-t10-tc.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry information. Foreign country registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries, enrollment started in 2006; enrollment closed in 2007. N = 404; patients completing 1 year follow-up. MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.